Event description:
It was reported that the insulin pump alarmed multiple button error. It was also reported that the insulin pump alarmed no delivery. Customer's blood glucose reading was 283 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. No button error alarms were noted. However, the pump had intermittent button response due to moisture damage on the keypad trace. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.